Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports their blood glucose level had rose to 385 mg/dl while wearing a pod between 4 and 24 hours. The patient reports having diabetic ketoacidosis. The patient reports they had hit the pod on a doorway causing the pods cannula to become dislodged from the pod infusion site (arm). In addition the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient applied a new pod and administered an insulin correction of 4 units as well as 6 units of insulin via pen injection.